Manufacturer narrative:
. E3: occupation: manager the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: after a left heart catheterization (lhc), the tr band lost all air/deflated before patient even went to recovery. The location of the leak was unknown. Hemostasis was achieved by a new band being placed on the patient. The patient was stable, and no blood loss occurred. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use in a sterile corridor.